Event description:
It was reported to boston scientific that the sterile package seal is broken. This was found during unpacking prior to use on the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
A visual examination found that the pouch was open at the end where the production seal should have been placed and there were no signs of any seal at all. The customers reported condition was confirmed.